Event description:
On (B)(6) 2013, the reporter contacted animas alleging a prime (prime issue) issue. Reportedly pump had priming issues. No additional information was available. The complaint is being reported because the issue was not resolved. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/12/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/27/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find loss of prime occurrences. On investigation, the pump powered up. A rewind/load/prime sequence was completed without any alarms. The pump was exercised for 24 hours without incidents. The force sensor calibration was found out of specifications. When the pump casing was opened to further investigate, contamination was found on the force sensor. No other anomalies were found in the pump interior. The investigation was unable to duplicate the reported prime issue. Unrelated to the issue with the force sensor, it was observed that the battery compartment was cracked and the display screen was dim and discolored.